Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during a patient infusion. This was further described as, one day after initially being connected to the device, the nurse checked on the patient and there was nothing to report. One day later when the nurse went to remove the device, it was noted that the device "was not empty". The expected time of therapy was 48 hours. The device had been filled with 2800mg fluorouracil (5-fu) in 0.9% sodium chloride to a total fill volume of 93ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
H4: the device was manufactured from march 3, 2020 - march 4, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed one device containing fluid in the bladder/balloon. The reported condition was verified during initial inspection and based on the information received. Due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.